Manufacturer narrative:
(B)(4). The tech support engineer (tse) troubleshot the issue with the customer over the phone. The tse advised that the exhalation flow sensor (evq) was either not seated correctly or was missing. The customer reported to have placed the expiratory filter in the ventilator to seat evq and the issue was resolved.

Event description:
It was reported that, on start up, a 980 ventilator made noise and generated an exhalation flow sensor error message. The ventilator was not in use on a patient at the time of the reported event.